Manufacturer narrative:
(B)(4). The product pertaining to this complaint has not been returned for evaluation. (B)(4).

Event description:
The reporter stated the surgeon felt the msi-tm injector is defective. Further information has been requested but none has been forthcoming. A supplemental medwatch will be submitted when further information is available.